Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, during the catheterization operation on april 3, when the customer tore off the tear-off sheath after the catheter was delivered and placed, the sheath could not be completely torn off. Had to withdraw the catheter, replace it with a new one, and then re-catheterize. When subsequently tried to tear off the sheath alone, found that he could not complete the tear off and needed the help of scissors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the sheath failing to tear is confirmed; however, the exact cause is unknown. One photograph of a 4.5 fr ptfe peel-apart sheath was returned for evaluation. An initial visual observation of the photograph showed the sheath in two pieces. One half of the t handle was observed to have a rough protrusion, possibly indicative of difficulty tearing the sheath. Use residue was observed on the sample. No details of the skiving or fracture site could be discerned due to the quality of the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.